Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the tandem-provided charging supplies began burning or melting. Reportedly, the pump was charging during the event. There was no adverse impact to customer's blood glucose level. Customer reverted to an alternate tandem insulin pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and based on the analysis, the reported issue against the wall adapter was not able to be verified due to the wall adapter not being returned for investigation. The alleged issue against the usb cable was not confirmed, however, additional issues were identified.